Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, yellow material was found on the shell and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one sharp crease opening , nicks, wear abrasion and partial delamination of orientation. Based on the device analysis the final assessment is: one sharp crease opening assessed as fold flaw opening. Partial delamination of orientation dot due to adhesive failure. Nicks assessed as non-penetrating nick. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade unknown. The device has been explanted.